Manufacturer narrative:
The unit was returned for evaluation. Heat damage was observed on the compressor chamber. No failed components such as the fan were observed that could have caused this damage. No blocked cooling ducts or openings were observed. No indications of fire were observed. A leak in the mixing tank test port tube was observed. This is expected to be the cause of the failing purity readings observed during the purity test due to this leak overdrawing the system. When the leak in the tube was repaired the concentrator still did not reach acceptable purity. This is most likely due to contaminated sieve beds. The contamination is caused by the leak in the mixing tank test port tube exposing the sieve beds and allowing moisture to contaminate the sieve beds.

Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Unit was sent in for repair for "not working- no specifics provided". Once received in, heat damage was noticed and case was changed from rfr to MDR. No signs of fire, but signs of heat.